Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint could not be confirmed, the issue of ventilator inoperative alarm occurs was not duplicated. However, an error indicating occurrence of the reported alarm was confirmed in the event log. The technician recommended replacing the device's system board and blower assembly to address the issue. No further investigation is required at this time. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.